Event description:
During service of product device was found to not cycle with all leds and constant single tone alarm due to integrated circuits u5 and u2 on the logic board being out of specification. Replaced u5 and u2.